Manufacturer narrative:
Concomitant products: product ID 3708260, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 399930, lot # v007489, implanted: (B)(6) 2008, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4)

Event description:
It was reported that patient experienced a loss of stimulation and therapeutic effect. It was noted that actions required as a result of the event was explant. It was noted that no diagnostic testing or troubleshooting were performed. It was noted that there was no alleged product issue. It was noted that the patient reported a loss of therapeutic effects of stimulation a year after implant. It was noted that the patient refused reprogramming. It was noted that the patient symptoms associated with the event included less than 50 percent therapy relief. It was noted that the location of the issue or symptom was right side implant and unknown location. It was noted that the patient¿s status at the time of this report was alive with no injury.